Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient was advised to un-install and re-install the g5 application. Patient was also advised to forget his old smart device transmitter ID and relinquished. Educated patient on possible causes of signal loss due to multiple applications running on the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.